Event description:
It was reported that the patient presented in the clinic for a routine device check. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The patient was asymptomatic. Programming changes were made. The patient was stable.